Manufacturer narrative:
The used product was not available because the product was disposed of in the healthcare facility. So we reviewed manufacturing records, quality records of lot #0z757a and lot #yz222x. As a result, no abnormality was found in the records. Difficulty breathing is listed in the IFU as the event to monitor during treatment. This ae might have occurred in part or in total related to the pt's physiology. This incident occurred in the UK and is reported to FDA according to the requirement. Plasmaflo op (MFR and exporter asahi, lot 0z757a) was used for the treatment on (B)(6) 2013 and approved in us. Plasmacure pe (MFR (B)(4), exporter (B)(4), lot yz222x) was used for the treatment on (B)(6) 2013, but not approved in the us. Manufacturing date of this lot is 02/2012 and expiration date is 01/31/2015. Both products are manufactured by (B)(4) and identical other than labeling. Dfpp: double filtration plasmapheresis, first filter: plasma separator, second filter: plasma component separator.

Event description:
On (B)(6) 2013, the reaction on double filtration occurred after 3.29l of plasma had been treated of a planned 3.5l. The pt suddenly complained of a swollen tongue and the feeling that his throat was closing up. There was no rash or skin irritation, no drop in bp, increase in hr or respiratory symptoms. The treatment was immediately stopped. The symptoms did not improve but did not get any worse. He was treated with IV piriton and hydrocortisone. Blood not returned. On closer questioning, he said he had a similar very slight reaction at the end of the previous 2 treatments but that these were only mild and he did not feel the need to report them. On (B)(6) 2013, the pt was initially given 10mg of IV piriton. At approx 50 minutes into the treatment, the pt complained of tightness in the throat, breathing tightness and shaking. Treatment terminated, blood not returned, 100mg of IV hydrocortisone given. After approx 10 - 15 minutes, the pt's condition improved.